Event description:
The user facility reported that steam was leaking from their sterilizer. The amount of steam triggered the fire alarm however the fire department was not dispatched. The facility was not evacuated. The user facility shut down the unit and turned off the steam valve. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the sterilizer and found that the steam pressure was set too high causing the safety valve to open and release steam. The technician replaced the safety valve and adjusted the pressure regulator valve and confirmed the unit to be operational. Steris performed routine preventive maintenance on 3/21/2013 when no issues were noted.